Manufacturer narrative:
The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump had missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a damage on the insulin pump. The customer blood glucose level was 18 mmol/l. The customer stated that the pump was cracked o-ring and was impossible to lock reservoir inside. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The insulin pump will not be returned for analysis .